Event description:
It was reported "the main issues we had was line usage, they were failing quite early, after just 1-2 days of usage, needed the pressure bag inflated on high pressure, and frequent flushing. The tracing was poor, multiple manipulations to keep the trace up. Just one line got used for more than 5 days, few patients needed 2 lines inserted in a 24h period." The device was replaced. It was initially reported by the customer the patient's current condition was "fine" and there was no damage due to the device. An update was provided from the customer that the patient is "deceased" at this time. Additional information received from the customer states, "the line insertion and line damage has no contribution to patients' death, as patient had another one re-inserted when this failed, that was removed after the patient passed away." Associated MDR numbers include: 3006425876-2025-00349.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the main issues we had was line usage, they were failing quite early, after just 1-2 days of usage, needed the pressure bag inflated on high pressure, and frequent flushing. The tracing was poor, multiple manipulations to keep the trace up. Just one line got used for more than 5 days, few patients needed 2 lines inserted in a 24h period." The device was replaced. It was initially reported by the customer the patient's current condition was "fine" and there was no damage due to the device. An update was provided from the customer that the patient is "deceased" at this time. Additional information received from the customer states, "the line insertion and line damage has no contribution to patients death, as patient had another one re-inserted when this failed, that was removed after the patient passed away." Associated MDR numbers include:3006425876-2025-00351 and 3006425876-2025-00349.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of catheter kinked during use was able to be confirmed by the photos as they revealed a catheter with two kinks in the center of the body, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.